Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1, date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data showed no evidence of short battery life. The battery compartment was intact. No battery cap was returned with the pump; a test cap was used to complete the investigation. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing; there was no evidence of short battery life. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.